Event description:
On (B)(6), 2013, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verio pro meter is giving inaccurate high reading of ¿380 mg/dl¿ when compared to her neighbor¿s meter reading of ¿180 mg/dl.¿ the patient¿s blood glucose reading reportedly has never reached this high level before. Based on the elevated blood glucose readings on the subject meter, the patient has increased insulin regimen from 12 units to 14 units for the pass 10 days. The patient did not develop any symptoms that would suggest acute complication of diabetes. During troubleshooting, the patient confirmed the meter to other meter comparison was performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported due to the unresolved elevated inaccurate issue. There was no evidence of a serious injury associated with the reported incident.

Manufacturer narrative:
Follow-up (2/18/2014)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.